Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 754mg/dl. The customer experienced nausea and vomiting. Troubleshooting was performed, and the drive support cap appears to be kicked up a hair on one side. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found multiple no delivery alarms. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Advised the father that the insulin pump is functioning as designed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a faulty force sensor. Further testing could not be performed due to the prime anomaly. The device was received with scratched display window and stripped battery cap coin slot. The drive support disk was inspected and no anomaly noted. A test reservoir was installed and fitted properly. No connection anomalies found at the reservoir tube.